Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula had pooling of liquid or spongy puddle at cannula site event on (B)(6) 2025. The patient faced dyskinesia at the time of the event no further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.